Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that operation difficulty occurred with a pen needle safeassist 30g x. The following information was provided by the initial reporter, "when injecting important quantities of insulin (about 40 units), the device is not usable anymore. The injection is blocked, only one part could be injected and the nurse has to prick again the patient for the rest of the dose."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that operation difficulty occurred with a pen needle safeassist 30g x. The following information was provided by the initial reporter, "when injecting important quantities of insulin (about 40 units), the device is not usable anymore. The injection is blocked, only one part could be injected and the nurse has to prick again the patient for the rest of the dose."